Event description:
Provider advised that when the chair is stopped and the user takes their hand off of the joystick, it will continue to move slightly to the right or left. Provider states that the end user was in their store and this issue happened causing him to hit right foot on the doorway. Provider states that he believes the end user's toe was cut from hitting it on the doorway. No additional information provided.